Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacture date is not available at time of filing. UDI not available at the time of filing. Device lot number, or serial number, unavailable. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information that, while outside of a procedure, the spine clamp was found to have the retainer ring missing. Rendering the clamp being able to close but not open. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: the site provided information stating the original reported event had been described as the incorrect instrument. The correct instrument is a spinous process tall clamp. If information is provided in the future, a supplemental report will be issued.

Event description:
It was updated by the site that the initially reported event had been incorrectly stated by the site, and that the part was a spinous process tall clamp.